Event description:
It was reported that the insulin gauge was inaccurate and static. The customer loaded the cartridge cold insulin. Tandem technical support educated customer on cartridge labeling. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 128 mg/dl.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.